Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016, at 6 am. The patient stated that she manages her diabetes with insulin (self-adjuster), and in response to the alleged meter issue, she consumed less food and drink. The patient alleged that she developed symptoms of ¿sickness, sweating and shaking¿, but confirmed that these symptoms were due to her own emotional state and not due to the meter issue. The patient reported that at 8 am on (B)(6) 2017, she administered herself 15 units of novorapid insulin. At the time of troubleshooting, the csr noted that it was not the first time the product was being used. The csr noted the patient was using the correct testing process, and the test strips had not expired, been open longer than the discard date and had been stored correctly (per owner¿s booklet recommendation). The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. Although the patient developed some symptoms, the patient reported that she was sure these were not connected to the meter issue, but were in response to her emotional state at the time. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.